Event description:
It was reported that the during sample evaluation they replaced heater, mixing pump, circulation pump, drain ports. Cleaning, inspection, water exchange, replenish cleaning solution, calibration. After successful calibration, cooling always breaks down aborts again and again in an arctic sun device, cooling could be performed in stages, cooling unit cleaned with available means, problem persists.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07567. Initial reporter phone number provided: (B)(4). Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number provided: (B)(6). Initial reporter facility name: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation they replaced heater, mixing pump, circulation pump, drain ports. Cleaning, inspection, water exchange, replenish cleaning solution, calibration. After successful calibration, cooling always breaks down aborts again and again in an arctic sun device, cooling could be performed in stages, cooling unit cleaned with available means, problem persists.